Manufacturer narrative:
Covidien reference: (B)(4). The covidien customer service engineer (cse) evaluated the device and verified the customer reported complaint. The cse isolated the malfunction to the battery, which was depleted and would not recharge. The cse replaced the battery to resolve the issue. The unit passed all tests, and it was operating within the manufacturing specifications.

Event description:
It was reported that during patient use, a pulse oximeter shut off and would not turn on. The monitor did not alarm when the unit turned off. The nurse tried to turn the oximeter back on and the display appeared scrambled. There was no backup alarm heard. There is no report of death or serious injury associated with this event.